Manufacturer narrative:
Retainer ring=black. On (B)(6) 2021 patient called in with the following concern: patient called in with a pump error alarm, after history review pump error 63 was recorded. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test and self test. Audio options screen was set to low and high volume and all volume settings functioning accordingly to settings. No volume anomalies noted during testing. No pump error 63 alarm noted during testing. However, on (B)(6) 2021 at 09:36:19 hour a pump error 63 was recorded. File number=2017 line number=147. Per r&d investigation pump error 63 was cause by twi interface on main/motor processor (B)(4). Problem isolated to electronic assemblies. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage or physical damage noted during visual inspection. In conclusion customer conclusion is confirm during download history review. Problem isolated to electronic assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.